Event description:
Description of event according to initial reporter: clover was advanced over, and catheter was advanced over but could not detach filter feet from vena cava wall. The user pulled hard enough that the hook straightened. The retrieval device was removed, and one filter leg detached from the caval wall and crossed over another. The patient was transferred to another facility to complete the retrieval. Patient outcome: the implanted device remains inside the patient, which was to be retrieved. The patient required additional procedures due to this occurence and had to be transferred to another facility for advanced retrieval of the device.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect platinum filter. Occupation: manager. PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: clover snare and catheter were advanced over but could not detach filter feet from vena cava wall. The patient was transferred to another facility to complete the retrieval. Per the complaint report, and as appreciated on the three submitted xray images, a cloversnare retrieval set was used in an attempted select platinum inferior vena cava (ivc) filter removal. The operator captured the filter hook, and advanced the retrieval system over the ivc filter, resulting in its collapse. However, despite the filter collapsed and entirely within the retrieval sheath, the feet would not disengage from the wall of the ivc to allow successful retrieval. On the images submitted, the feet are at the margin of the retrieval sheath. It is not clear if the outer sheath or both the inner and outer sheaths had been advanced to the level of the filter feet. The operator applied enough back tension to straighten the ivc filter hook and accordion the sheath, but the filter feet would not release. Per the report, the ivc filter had a dwell time of 11 months. No pre-retrieval venogram or other imaging was submitted for review to determine if and to what extend penetration of the primary filter feet was present. It is well known that longer dwell times, along with other variables, can lead to increase penetration of the primary filter feet. This penetration can lead to challenges with retrieval as seen here. The patient was transferred to another facility where the filter was successfully retrieved without incident, although the equipment used was not described. In this case, despite retraction of the sheath, the primary ivc filter feet remained clustered together, potentially even crossing of one of the ivc filter feet. This suggests that the ivc wall was synched in this configuration and leaving it like this would not have been safe as it could hamper venous return. This was part of the reason why the patient was immediately transferred to a more advanced facility to complete the retrieval. Once the ivc filter has been distorted by the attempted retrieval and retraction forces, there is no guarantee it will return to its initial configuration as was seen on these images. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.